Manufacturer narrative:
An event of fiber-like thrombus present on the device was reported. It was reported that the device was retracted due to repositioning of the sheath via a pigtail catheter. Field indicated that the patient was prescribed with edoxaban in premedication. The patient's international normalized ratio was 1.1 . A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet was selected for an implant. The dimensions of the left atrial appendage was: orifice 23mm, landing zone 17mm, depth 20mm. During the procedure, while reposition the sheath using a non-abbott device, when the device was removed; it was seen that thrombi had formed on the device. It was fiber like around the devices, when it was outside the patient to flush. The activated clotting time (act) levels was 190 seconds. The target range of 250-350 seconds was pointed out to the doctor. Heparin of 5,000 iu was given promptly. The act review time was 240 seconds. The device was replaced with one of the same size, a 22mm amplatzer amulet. Due to the difficult anatomy of the heart, the procedure was stopped after almost 2 hours. No device was implanted. Heparin administration before and after transseptal puncture followed IFU. The patient was prescribed edoxaban in premedication, the patient was most likely complaint with the anticoagulant. The patient is stable, no additional information was provided.